Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1175.9 mcg/day) via an implanted pump. It was reported that since the pump replacement procedure on (B)(6) 2020, the patient had developed an infection at the pump pocket. Last week, the patient had the pocket opened up, debrided, and cleaned out. Today ((B)(6) 2020) the patient had the pump and catheter externalized. The catheter was revised during the process. It was noted that the physician did not measure the section of the catheter that was removed or added. The plans were to continue intrathecal delivery for weaning purposes and then remove the system completely or replace it. At this time, the reporter was being asked to assist the hcp with decreasing the dose to 200 mcg/day. No prime was done of the revised catheter, so they were wondering how long it would take to refill the catheter at the current flow rate. It was then calculated that it would take 30.14 hours.

Event description:
Additional information was received from saol therapeutics who reported that the patient¿s medical history included cerebral palsy with spastic diplegia, pancreatitis, and j-tube placement. The indication for lioresal use was spastic diplegia. The patient developed drainage from the abdominal incision on (B)(6) 2020. He then developed a fever on (B)(6) 2020 and was admitted to the hospital. The patient underwent a washout and revision of his intrathecal pump incisions on (B)(6) 2020. Operative cultures grew acenitobacter. The pump was removed on (B)(6) 2020. The patient was seen by infectious disease who treated him with IV (intravenous) and oral antibiotics. The patient was discharged from the hospital on (B)(6) 2020. He was improving, and they were planning for pump reimplantation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.